Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), autoimmune disorder ("autoimmune-like symptom"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), cystitis ("intestinal cystitis"), rash ("rashes"), fatigue ("major fatigue"), amnesia ("memory loss"), decreased appetite ("loss of appetite"), memory impairment ("inability to retain information"), abdominal distension ("stomach bloating to abdominal size"), back pain ("lower back pain"), thrombosis ("golf ball size blood clots"), menorrhagia (",periods lasting 10+days"), abdominal pain lower ("cramping"), pyrexia ("constant lower grade fever"), myalgia ("muscle ache/pain"), urinary tract infection ("uti"), fungal infection ("yeast infection"), limb injury ("decreased ability to heal open wounds"), oral herpes ("breakouts"), bladder pain ("bladder pain"), arthritis ("flares"), nausea ("nausea"), libido decreased ("decreased sexual desire"), painful intercourse ("pain during and after intercourse"), ear pain ("earache") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, autoimmune disorder, urinary tract disorder, allergy to metals, cystitis, rash, fatigue, amnesia, decreased appetite, memory impairment, abdominal distension, back pain, thrombosis, menorrhagia, abdominal pain lower, pyrexia, myalgia, urinary tract infection, fungal infection, limb injury, oral herpes, bladder pain, arthritis, nausea, libido decreased, painful intercourse, weight increased, ear pain and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, amnesia, arthritis, autoimmune disorder, back pain, bladder pain, cystitis, decreased appetite, dyspareunia, ear pain, fatigue, fungal infection, genital haemorrhage, libido decreased, limb injury, memory impairment, menorrhagia, myalgia, nausea, oral herpes, pelvic pain, pyrexia, rash, thrombosis, urinary tract disorder, urinary tract infection, weight increased and painful intercourse to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), autoimmune disorder ("autoimmune-like symptom"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), cystitis ("intestinal cystitis"), rash ("rashes"), fatigue ("major fatigue"), amnesia ("memory loss"), decreased appetite ("loss of appetite"), memory impairment ("inability to retain information"), abdominal distension ("stomach bloating to abdominal size"), back pain ("lower back pain"), thrombosis ("golf ball size blood clots"), menorrhagia (" periods lasting 10+days"), abdominal pain lower ("cramping"), pyrexia ("constant lower grade fever"), myalgia ("muscle ache/pain"), urinary tract infection ("uti"), fungal infection ("yeast infection"), impaired healing ("decreased ability to heal open wounds"), oral herpes ("breakouts"), bladder pain ("bladder pain"), arthritis ("flares"), nausea ("nausea"), libido decreased ("decreased sexual desire"), painful intercourse ("pain during and after intercourse"), ear pain ("earache") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, autoimmune disorder, urinary tract disorder, allergy to metals, cystitis, rash, fatigue, amnesia, decreased appetite, memory impairment, abdominal distension, back pain, thrombosis, menorrhagia, abdominal pain lower, pyrexia, myalgia, urinary tract infection, fungal infection, impaired healing, oral herpes, bladder pain, arthritis, nausea, libido decreased, painful intercourse, weight increased, ear pain and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, amnesia, arthritis, autoimmune disorder, back pain, bladder pain, cystitis, decreased appetite, dyspareunia, ear pain, fatigue, fungal infection, genital haemorrhage, impaired healing, libido decreased, memory impairment, menorrhagia, myalgia, nausea, oral herpes, pelvic pain, pyrexia, rash, thrombosis, urinary tract disorder, urinary tract infection, weight increased and painful intercourse to be related to essure. Amendment: the report was amended for the following reason: upon internal coding review the event "limb injury" was recoded to meddra llt "wound healing delayed". No further changes performed in the case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), autoimmune disorder ("autoimmune-like symptom"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), cystitis ("intestinal cystitis"), rash ("rashes"), fatigue ("major fatigue"), amnesia ("memory loss"), decreased appetite ("loss of appetite"), memory impairment ("inability to retain information"), abdominal distension ("stomach bloating to abdominal size"), back pain ("lower back pain"), thrombosis ("golf ball size blood clots"), menorrhagia (",periods lasting 10+days"), abdominal pain lower ("cramping"), pyrexia ("constant lower grade fever"), myalgia ("muscle ache/pain"), urinary tract infection ("uti"), fungal infection ("yeast infection"), impaired healing ("decreased ability to heal open wounds"), oral herpes ("breakouts"), bladder pain ("bladder pain"), arthritis ("flares"), nausea ("nausea"), libido decreased ("decreased sexual desire"), painful intercourse ("pain during and after intercourse"), ear pain ("earache") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, autoimmune disorder, urinary tract disorder, allergy to metals, cystitis, rash, fatigue, amnesia, decreased appetite, memory impairment, abdominal distension, back pain, thrombosis, menorrhagia, abdominal pain lower, pyrexia, myalgia, urinary tract infection, fungal infection, impaired healing, oral herpes, bladder pain, arthritis, nausea, libido decreased, painful intercourse, weight increased, ear pain and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, amnesia, arthritis, autoimmune disorder, back pain, bladder pain, cystitis, decreased appetite, dyspareunia, ear pain, fatigue, fungal infection, genital haemorrhage, impaired healing, libido decreased, memory impairment, menorrhagia, myalgia, nausea, oral herpes, pelvic pain, pyrexia, rash, thrombosis, urinary tract disorder, urinary tract infection, weight increased and painful intercourse to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.